Event description:
2002 pt awakened and noted mammary implant deflated. One week later surgery - mammary implant exchanged. Found capsule surrounding implant had grown into and intertwined with the plug area on implant.